Manufacturer narrative:
An event of the patient receiving four units of fresh frozen plasma after the implant procedure and the patient experiencing cognitive dysfunction the next day was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 32mm sjm sã©guin semi-rigid annuloplasty ring was implanted. Post procedure, the patient recieved 4 units of fresh frozen plasma (ffp) intravenously. The reason is unknown. The patient does have a history of anemia. On (B)(6) 2021, the patient was experiencing cognitive dysfunction and was administrated medication. The patient is still in the hospital and rehabilitation is being discussed. There were no complications noted during implant procedure. (B)(4).

Event description:
It was reported on (B)(6) 2021, a 32mm sjm sã©guin semi-rigid annuloplasty ring was implanted. Post procedure, the patient recieved 4 units of fresh frozen plasma (ffp) intravenously. The reason is unknown. The patient does have a history of anemia. On (B)(6) 2021, the patient was experiencing cognitive dysfunction and was administrated medication. The patient is still in the hospital and rehabilitation is being discussed. There were no complications noted during implant procedure. (B)(4).

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.